Event description:
The customer reported the generation of erratic glucose (glu) patient results and quality control issues on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the probable cause as a defective deionized (di) water pump and degasser. The fse replaced the di water pump and degasser to resolve the issue. System performance was verified and the customer was satisfied. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).